Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer's blood glucose was over 500 mg/dl with moderate ketones. Reportedly, a manual injection was administered to address bg level, and the customer reverted to an alternate pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.